Event description:
Customer reported he experienced low blood glucose of 50 mg/dl; treated with tea. Customer declined to troubleshoot for low blood glucose. Customer initially called to report the transmitter was not charging; he had not used it for 6 months and it did not blink when connected to the sensor. During the call the customer mentioned the low blood glucose event. Nothing further reported.

Manufacturer narrative:
.